Manufacturer narrative:
The concerned device "senri" is a rapid-exchange (rx) type semi-compliant pta balloon dilatation catheter compatible to 0.018"guidewire (gw). "Senri" has no approval in the us, however, we will report this case as an incident occurred on a similar device for "crosstella rx" (a rx-type pta balloon dilatation catheter, compatible to 0.018" gw) that is distributed in the us under 510(k) # k152873. The device history records (DHR) of the device concerned was reviewed: the production lot, to which the device concerned belongs, passed all in-process inspections for every product, and the finished product inspections on representative samples based on sampling plan. No nonconformity or abnormality in the manufacturing processes of the device concerned was found. Results of the investigation on returned concerned device: when the concerned device was expanded with rbp, it was confirmed that the balloon length was 158mm and the outer diameter was 5.43mm. We were unable to confirm any abnormalities such as stretching in the concerned device. No nonconformity or abnormality was found in the manufacturing processes according to the device history records (DHR). In addition, no stretching abnormality was confirmed in the investigation of the concerned device, and no abnormality caused by the manufacturing process or design was identified. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
For the sfa lesion, when the concerned device was expanded with rbp, the balloon in the sfa was elongated proximal direction. Bleeding occurred distal to the sfa, although the causality of balloon dilatation is unknown. Hemostasis was achieved by dilation with dcb for about 3 minutes. There is also suspicion of a fistula.